Manufacturer narrative:
An event regarding disassociation involving a mako saw attachment was reported. The event was confirmed as the serial number falls within the scope of nc. Method & results: product evaluation and results: the event was confirmed as the serial number falls within the scope of nc. Clinician review: the event was confirmed as the serial number falls within the scope of nc. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure was confirmed as the serial number falls within the scope of nc which is linked with the disassociation issue due to the design control process. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
One of the small screws on the attachment keeps falling out every time we make bone cuts. Case type/application: tka 2.1.